Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event details: it was reported that the patient expired. It was caused by multi-organ failure, sepsis, and cva (cerebrovascular accident) sequel. Stroke was shower embolic. Patient had atrial fibrillation on post-operative day 1 (pod1). Computed tomography head (cth) showed new extensive anterior and posterior acute infarcts involving bilateral basal ganglia, thalami, frontal lobes, parietal lobes, occipital lobes, right temporal lobe, and bilateral cerebellar hemisphere. Respiratory secretion culture and blood culture showed sources of sepsis to be klebsiella bacterium and staph hominis. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and the associated embolic stroke, sepsis, infection, multi organ failure, and atrial fibrillation could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2020 due to cva, sepsis, and multi organ failure. A head CT was performed, which revealed new extensive anterior and posterior acute infarcts involving the bilateral basal ganglia, thalami, frontal lobes, parietal lobes, occipital lobes, right temporal lobe, and bilateral cerebellar hemisphere. The type of stroke was specified as a shower embolic cva. The patient also had a positive respiratory culture for klebsiella and a positive blood culture for staphylococcus hominis. It was noted that the patient experienced atrial fibrillation on postoperative day 1, which may have contributed to the event. The death was considered to be related to the cva sequel and not the device. It was later reported that the pump would not be returned. There is no product available for investigation. The relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the available device history record for the percutaneous lead assembly were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jan2020. The heartmate 3 lvas IFU lists stroke, sepsis, cardiac arrhythmia, various forms of infection, and various types of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.